Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate ii lvas IFU rev. C is currently available. Bleeding is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's pump exchange was reported in MFR report # 2916596-2020-06398.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2021 and on (B)(6) 2021 the patient was taken to the operating room for washout. On (B)(6) 2021 the patient had placement of drain and wound vac. Patient had post-operative bleeding and required multiple transfusions. The patient was noted to have an anterior abdominal wall hematoma in the right rectus abdominis sheath.